Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The caller has elected not to return the device for eval. The customer stated that the unit was evaluated in house and the reported problem of "no audio" was isolated to the speaker assembly. The customer has elected to order a replacement part and repair the unit in house.